Event description:
The customer reported the steering was hard to move. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The steering assembly was lubricated during the service call. The system was tested and found to be working as intended and put back into service.